Manufacturer narrative:
Complaint conclusion: as reported, after the inflation of a 5mm x 20cm 135cm saber035 percutaneous transluminal angioplasty (pta) balloon catheter to 15 atmospheres (atm), the balloon catheter was removed without difficulty and an attempt to reinsert the device was made. However, the saber035 balloon catheter was unable to track on an unknown guidewire and became stuck on the guidewire. The device was difficult to remove, and excess force was used along with flushing the lumen to remove the 5mm x 20cm saber .035 pta balloon catheter. A new 5mm x 20cm 135cm saber .035 pta balloon catheter was then used. The second saber035 balloon catheter was inflated to 15 atm and removed easily; however, an attempt to reinsert the second saber035 balloon catheter was made but was unsuccessful as the device was also unable to track ever the unknown guidewire. It was also difficult to remove the second saber035 balloon catheter, and excess force along with flushing the lumen was also used to remove this device. As a result, a 5mm x 200mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a superficial femoral artery lesion (sfa). The devices were not being used to treat a chronic total occlusion (cto). The saber035 balloon catheters were prepped per the instructions for use (IFU). There was no difficulty removing the devices from their hoops, removing their protective balloon covers, their stylets, or any of their sterile packaging components and the devices were not damaged in any way prior to being inserted into the patient. Neither of the devices were kinked during their use, and there was no reported damage to either device after their removal. The device was returned for analysis. A non-sterile saber035 5mm x 20cm 135cm percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, the balloon was received deflated. Neither kink, nor compress, crush, or any other anomaly that could contribute to the reported failure was observed on the saber unit via the naked eye. The saber035 was successfully flushed. Neither obstruction nor resistance was observed during the flushing procedure. However, during guidewire insertion testing, resistance was experienced between the guidewire lumen of the unit and the appropriate .035¿ emerald guidewire lab sample used. Resistance was felt at 4.2cm from the tip when gw insertion was performed via distal area. Additionally, guidewire insertion was performed via hub; however, the guidewire could not be advanced throughout the guidewire lumen. The guidewire stopped at the proximal marker band. It could not be advanced any further. Per microscopic analysis, the proximal marker band was inspected under the vision system, and a compressed condition was observed on the marker band. Also, the distal tip of the unit was found damaged. A kinked/compressed and frayed/torn condition could be observed at the very tip of the unit. Also, prolapsed, and elongated tip material could be seen. Additional guidewire insertion testing was performed using an .035¿ cook hydrophilic guidewire lab sample. The guidewire could not be advanced throughout the guidewire lumen through the proximal marker band due to the previously identified damage on the proximal marker band. The guidewire insertion was performed via tip and resistance was also felt at 4.2cm from the tip. The guidewire could not be advanced beyond the area of resistance. Per additional microscopic analysis, the guide wire tubing was exposed all over from the proximal seal to the tip area to thoroughly inspect the tubing profile, with a particular focus on the identified resistance areas at the proximal marker band and 4.2cm from the tip, due to the resistance felt at these areas during insertion testing. The unit was inspected under the vision system and a compressed-like condition could be observed on the unit at the previous identified guidewire lumen resistance area at 4.2cm from the tip. The mentioned compressed-like condition in the guidewire lumen could be easily observed when the inner guide wire tubing was rotated approximately 90 degrees to observe the profile of the inner guide wire tubing. Per dimensional analysis, measurements were performed on the compressed areas. The unit was cut at the previous identified areas of interest. The compressed areas presented oval shapes in the inner tubing of the guidewire lumen. A product history record (phr) review of lot 82235841 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen resistance/friction - in-patient¿ and subsequent findings of ¿distal tip frayed/spilt/torn¿ were confirmed via device analysis of the returned complaint device; however, the exact cause cannot be determined. Analysis revealed the distal tip of the device was frayed and the proximal marker band was compressed/crushed likely resulting in the resistance/friction felt with the guidewire, as the compressed marker band may have prevented the ease of removal. Therefore, based on the condition of the returned device and analysis findings, it is likely handling and procedural factors not limited to; patient¿s anatomy, lesion¿s severity in calcification, stenosis and/or tortuosity contributed to the failures noted upon device analysis. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after the inflation of a 5mm x 20cm 135cm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter to 15 atmospheres (atm), the balloon catheter was removed without difficulty and an attempt to reinsert the device was made. However, the saber .035 balloon catheter was unable to track on an unknown guidewire and became stuck on the guidewire. The device was difficult to remove, and excess force was used along with flushing the lumen to remove the 5mm x 20cm saber .035 pta balloon catheter. A new 5mm x 20cm 135cm saber .035 pta balloon catheter was then used. The second saber .035 balloon catheter was inflated to 15 atm and removed easily; however, an attempt to reinsert the second saber .035 balloon catheter was made but was unsuccessful as the device was also unable to track ever the unknown guidewire. It was also difficult to remove the second saber .035 balloon catheter, and excess force along with flushing the lumen was also used to remove this device. As a result, a 5mm x 200mm non-cordis balloon catheter was used to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a superficial femoral artery lesion (sfa). The devices were not being used to treat a chronic total occlusion (cto). Both saber .035 balloon catheters were prepped per the instructions for use (IFU). There was no difficulty removing the devices from their hoops, removing their protective balloon covers, their stylets, or any of their sterile packaging components and the devices were not damaged in any way prior to being inserted into the patient. Neither of the devices were kinked during their use, and there was no reported damage to either device after their removal. The first saber .035 pta balloon catheter will be returned for evaluation. The second device was discarded and will not be returned. Addendum: product evaluation on 04-nov-2022 revealed the distal tip of the first 5mm x 20cm 135cm saber .035 pta balloon catheter is frayed/torn.